Manufacturer narrative:
(B)(4) - above rated burst pressure and incorrect prep. Evaluation summary: analysis of the otw mini trek catheter noted blood visible on the strain relief tubing and contrast in the loosely folded balloon and inflation lumen consistent with handling, preparation and use of the catheter. The inner member was wrinkled in two sections; 1 mm proximal to the proximal balloon marker, for a length of 1 mm and 1 mm distal to the proximal balloon marker, for a length of 3 mm. The sport guide wire was returned with contrast on the coils. There was a kink in the tip 1.2 cm distal to the proximal solder. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of a product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. An attempt was made to measure the inner diameter of the guide wire lumen of the catheter with a mandrel; however, the mandrel could not advance past the wrinkled inner member. The outer diameter of the guide wire was measured and met manufacturing criteria. The tip of the guide wire was tugged on to confirm the core was intact. The guide wire was advanced through the catheter with the catheter straight and then looped with no resistance noted. The sport guide wire was then inserted in the guide wire lumen of the balloon catheter and a new indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure (rbp) to check for guide wire movement. While pressurized the guide wire was not able to move and strong resistance was felt. The guide wire lumen was collapsed 11.4 cm proximal to the proximal seal, for a length of 4 cm. Negative pressure was pulled and the sport guide wire was removed from the balloon catheter with strong resistance noted. The balloon deflated flat. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations. It was reported the mini trek was inflated to 16 atmospheres multiple times during the procedure which may have contributed to the reported difficulties. It should be noted the trek otw and mini trek otw coronary dilatation catheter instructions for use (IFU) states: balloon pressure should not exceed the rbp. Use of a pressure-monitoring device is recommended to prevent overpressurization. As the balloon was over pressurized, this could lead to inner member lumen collapse, contributing to the reported difficulties removing the guide wire; however, this could not be confirmed. Further, the noted inner member wrinkling likely occurred during the attempts to remove the guide wire as resistance was encountered. Additionally, it was noted that the balloon deflated flat. A flat balloon is not uncommon (especially when deflated outside of the body) and can be a result of multiple and high pressure inflations; however, it is unknown if the balloon deflated flat during use. It was reported the balloon was not soaked prior to use. It should be noted the IFU states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. However, it does not appear that the failure to soak the balloon prior to use contributed to the reported difficulties. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during preparation of a 2.0x12 otw trek dilatation catheter, the syringe could not be attached to the sidearm. Upon inspection it was noted that the threading of the sidearm was defective. The dilatation catheter was not used. A new 2.0x12 otw trek dilatation catheter was advanced over a .014 extra sport guide wire without resistance to the mildly calcified circumflex artery. Although the lesion was tight, dilatation was performed successfully at the target lesion with the balloon inflated five times at 10-16 atmospheres. After dilatation was complete, an attempt was made to remove the catheter over the guide wire; however, resistance was felt. The catheter could not move on the .014 sport guide wire. The catheter and the guide wire were removed from the anatomy as a single unit. Outside of the anatomy, it was noted that the tip of the balloon was bent. The vessel could not be re-wired; therefore, the procedure was aborted. No additional intervention is planned. There was no adverse patient effect and no significant clinical delay in the procedure. Reportedly, the dilatation catheter was not prepared prior to use per the instructions for use. No additional information was provided.